Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Stabbed in the face [face injury]. Brush head came loose¿fell in my mouth-oral-b power care refills [device breakage]. Case narrative: consumer via phone stated that brush head came loose, fell in mouth. No serious injury was reported.